Event description:
The manufacturer received information alleging a ventilator malfunction resulted in a pt injury. The nature of the injury, model number, serial number, or other identifier of the device has not yet been made available to the manufacturer by the reporter of the event. The manufacturer is attempting to obtain more information from the reporter of the event and will file a follow up report when the investigation is complete.